Manufacturer narrative:
(B)(4). Price, a. Et al. Functional outcome after 2 years after bi-cruciate retraining total knee arthroplasty- results of a non-design centre pilot study. (Not yet published): 1-19. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-02691, 0001825034-2020-02692. Concomitant medical product: unknown vanguard femoral. Unknown vanguard xp medial bearing. Report source: (B)(6). No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced post-operative stiffness and loss of range of motion. The patient underwent manipulation under anesthesia approximately four weeks' post implantation and resolved the range of motion zero to one hundred. There is no additional information at this time.